Event description:
Lasik eye surgery: I would like to be included with the national study/inquiry of adverse events relative to lasik. Following the procedure, I suffered with clouded vision, severe dry eyes, and a constant sensation of sand in my eyes for many months! The dr. Treated me as though I was being ridiculous and imagining things. Never validating any of my misery. I have never been depressed like that in my life, it was horrible! Many months later it began to improve and the eye plugs stayed in for years following. Presently I am fine other than dry eyes. But having to do it again? I would never do both eyes at once. When I suggested this one eye at a time plan to their office, they laughed at me and told me nobody ever does that! I was intimidated.